Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was not confirmed. However, further investigation found that the dso seal was detached. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that did not turn on. During the investigation it was found that the dso seal was detached. There was no patient involvement.